Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
In 2006, the physician used a starclose closure after a diagnostic procedure. The pt presented with pain and diminished pulses in his leg five days later. A contra-lateral angiogram was performed which showed a hematoma of a undisclosed size, and a common femoral arterial occlusion at the puncture site. A balloon procedure and ivus were performed with sub-optimal results. The pt was taken to the operating room for a cut down. The clip was found to be embedded in the interior/arterial wall and there was an anterior intimal wall dissection. The arterial wall hematoma was found to be compressing the artery. A patch graft was done and the clip was removed as in was "in the area of the dissection/graft". The pt is reported to be doing "fine and has been discharged home."